Event description:
A malfunction alarm was reported with malfunction code malf 9. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range. Technical support provided the customer with information to reset the pump, assisted with performing the reset, and confirmed that the malfunction code did not recur. The customer was informed to continue using the pump and advised to call back if any issues arise. There were no reported adverse impacts on the customer¿s blood glucose level.